Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing each pod on the abdomen for approximately 24 hours before experiencing issues. Over a period of about two weeks, the patient used 10 pods, which during multiple pods failed to control blood glucose levels. The patient experienced persistent hyperglycemia greater than 13.9 mmol/l (>250 mg/dl) and ultimately developed diabetic ketoacidosis (dka), requiring hospitalization on (B)(6) 2026. Prior to hospitalization, one pod had been worn for about 24 hours during which the patient's glucose rose significantly. The patient removed the pod before being transported to the hospital by ambulance. During the admission, the medical team asked the patient to apply another pod on the morning of planned discharge; however, sustained elevated blood glucose levels persisted. The patient reported the symptoms consistent with dka, including nausea, vomiting, headache, thirst, dry mouth and high ketone levels (reported as 7.2; units not provided). Treatment included intravenous insulin and glucose for two days, followed by insulin pens for the remainder of the hospitalization. The patient was discharged on (B)(6) 2026.